Manufacturer narrative:
Exemption number: e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified, heavily tortuous distal left circumflex coronary artery. Pre-dilatation was attempted with a 2.00x12 mm nc traveler balloon dilatation catheter (bdc) but the bdc was not soaked before use and met resistance with the lesion during advancement. The bdc ruptured at 8 atmospheres (atm). There was no resistance during removal and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure.